Event description:
In 2000 (exact date unknown), patient underwent enucleation procedure followed by implantation of hydroxyapatite orbital prosthesis implant along with ocu-guard orbital implant wrap. At seven weeks post-op patient presented with 12 mm conjunctival melt over ocu-guard wrap. Patient underwent conjunctivoplasty surgery (date unknown) and finally removal of orbital implant at then months post-op. Patient post-op status: unknown.